Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was cut and missing. Additionally, the ECG "c" and ECG "d" domes were missing along with the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective equipment.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient's passing was not cardiac related.